Manufacturer narrative:
Spacelabs performed a health hazard evaluation on september 5, 2007 which identified that mitigation is required to prevent possible delay in patient care. Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this issue to the FDA. We are now reporting this issue as required by 21 cfr 803.

Event description:
The customer reported that a temperature adapter cable part number 700-0031-00 was causing an intermittent connection. It was reported that in this failure mode, the temperature reading could not be viewed on the monitor. No injuries were reported.